Event description:
Initially was reported to draeger medical that - while the device was connected to a patient, the ventilation stopped. In follow-up with the user, could be revealed that, after the ventilation went unremarkable and stable for a certain time, the patient began to desaturate. Due to unsuccessful intervention the ventilator was removed from service and another ventilator was connected to the patient. No patient injury was reported.

Manufacturer narrative:
No functional problem has been detected with the returned device. Especially the delivered o2 concentration has been checked with an oxygen analyzer with no deviation detected. The log file analysis revealed that the mandatory prior-to-use check of device and breathing hose system was not performed on the day of event. After start at 3.34 the device was run at 100% fio2 and a tidal volumme of 440ml. At 3:44 the user increased the tidal volume to 700 ml. Later the fio2 was decreased in two steps to 61% and to 40% at 5:04, finally. The ventilator was switched off at 9:01. The alarm limit 'minute volume low' with the default value 0.51/min was not modified. As a tidal volume 700ml and a respiratory rate of 14 would result in a minute volumer of 9.81, the lower alarm limit can be considered inadequately set. Thus, the most likely explanation for the reported issue wa a leakage in the breathing hose system which was neither detected nor alerted by the oxylog due to improper setting of the mv low alarm.